Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that a laser probe had smoke coming out of it during a procedure. It did not come into contact with the patient when this occured. The probe was exchanged and the surgery was completed. There was no patient harm.